Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by user facility: brief inquiry description safety shield stuck inside the hub. Detailed inquiry description after the clinician accessed the vessel upon pulling out the stylet, the safety shield became stuck inside the hub and pulled the entire IV out. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. One (1) photo was submitted to the manufacturer for evaluation. Through visual examination of the photo, the photo shows a used introcan safety 2 wl pur m 20g where the catheter hub is partially withdrawn from the cannula hub. The image of the safety clip is not clear and could not be seen whether it had been detached or engaged onto the cannula tip. Based on the investigation of the photo, the reported defect could not be observed or confirmed. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.